Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not yet been received. Awaiting possible device return at this time. The full complaint investigation is pending.

Event description:
The event involved a tego® connector where it was reported that the rubber ring breaks apart, and the hard plastic plug underneath can come loose. The patient involvement and patient harm were not known.

Manufacturer narrative:
D9 - device available for evaluation:no. The complaint of holes/cuts/torn on item d1000 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.